Event description:
It was reported that since the implant, the patient had leg pain when the implantable neurostimulator (ins) was on. The patient's health care professional (hcp) determined that the issue was related to the therapy and they were planning on revising the patient's system so the ins remains on the right side of the body but the lead moved to the other side. The longevity for the current ins is about 5 years. The hcp was changing the patient's medication around. The patient occasionally turned her stim up and down. The ins worked very well for her symptoms since the implant but unfortunately she had the leg pain along with the symptom relief. There was no alleged device issues. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va0dy9b, implanted: 2014 (B)(6); product type lead. (B)(6).